Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cable (ac pump power cord csa grey) of an automated compounding device (acd) was damaged. The power cable was crushed at the exit hole on the back of the cabinet when it was not guided through the hole, and the sharp corner of the cabinet pressed into the cord causing the cord to split which exposed the insulation and wire inside it. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.